Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic. A decrease in bi-ventricular pacing due to undersensing of p waves was observed. Programming changes to increase sensitivity were made. Auto-mode switching and lead noise determined to be myopotentials was present. Premature ventricular contractions (pvcs) were also observed due to the undersensed atrial events. There were no plans for an intervention. The patient was asymptomatic and stable.